Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that the bottom jaw of this expressew iii suture passer w/ hook is bent. The complaint device was received and evaluated. Visual observations reveals that the expresssew is slightly worn and used, but in expected condition. When reviewing the capture jaw, it could be observed that the lower capture jaw is bent. When performing functional test, the needle was loaded into the device, a sample rubber strip was placed between the jaws and the expresssew performed as intended. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the bent jaw condition can be related to the constant use of the device and heavy use that causes metal fatigue. Since this device is reusable, the metal begins to lose its shape due to the continuous usage and sterilization. A manufacturing record evaluation was performed for the finished device [5429-110309-10] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the bottom jaw of this expressew iii suture passer w/ hook is bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.